Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of thrombosis, ischemia and hypersensitivity/allergic reaction to contrast agent or cobalt, chromium, nickel, tungsten, acrylic and fluoropolymers; and drug reaction to antiplatelet drugs, as listed in the promus instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The other two promus stents, are each being filed under separate MFR numbers.

Event description:
It was reported that a 3.0 x 18 mm, a 3.0 x 28 mm and a 3.5 x 12 mm promus stent were implanted in left anterior descending artery (lad) and the left circumflex artery (lcx). After the promus stent was implanted in lcx, the blood flow could not be confirmed in the lad under angiography. Ballooning was performed in the lad, at which time blood flow in lcx became unclear as well, so ballooning and aspiration were performed in the lcx. The physician suspected heparin-induced thrombocytopenia (hit); therefore, heparin administration was stopped. The blood flow was reversed with protamine administration, and after administrating novastan, a complete blood flow was not initially obtained, but the flow came back with delay and procedure was closed. After the procedure, a hit test was performed and the result was negative. The physician suspects the event occurred due to reaction to polymer or metallic allergy. The patient has since recovered. No additional information was provided.